Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following information was obtained by following up with the customer. The instruments are available to be sent. Photographic images of the device(s) or a video recording of the procedure are available for isi review. The information is not accessible for the instruments. These instruments status is unknown as many were not kept or recorded by users. Without the information the customer was unable to answer the questions at this time. The following patient-related information was provided: relevant tests, results, and the date performed: x-ray taken, negative results for foreign body on (B)(6) 2024. Relevant patient history, including pre-existing medical conditions: symptomatic ventral umbilical hernia.

Event description:
On 05/16/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: xi large suturecut needle driver - cable mechanism that allows instrument to open and close snapped. Instrument was removed from use, replaced with new instrument and case continued. There was no immediate evidence of missing pieces and no harm to patient. Frayed cable visualized and retained by the instruments pulley system. X-ray taken, read as negative. Additionally, there has been a number of other needle drivers that have broken cables. These are being returned to intuitive. Da vinci xi robotic assisted laparoscopic ventral / incisional hernia repair with mesh.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the 8mm large suturecut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the correction in field h10. Intuitive surgical, inc. (Isi) received medical device report (MDR) (B)(4) for the same event but the number had not been added to field h10.